Event description:
A medtronic representative reported a site's open spine clamp with a stripped screw. This is a known issue to the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot # and mfg date now provided.site does not wish to return suspect clamp at this time as they are still in the process of ordering a new clamp.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis.